Event description:
It was reported that a cartridge change error occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through removing the cartridge, inspecting the o-ring, cleaning the pneumatic tap area, and reattaching the cartridge. The customer successfully completed the loading process and was able to resume insulin delivery.